Event description:
Catheter would not produce image.another catheter of exact type was opened and worked fine.manufacturer response for ivus catheter, (brand not provided) (per site reporter).======================took a description of the problem and issued rga#.